Event description:
Per call to the office of dr. (B)(6) spoke with hcp (B)(6) verify the status of the patient's ra lead sn (B)(6) was fractured and currently capped from (B)(6) 2024 procedure date. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).